Manufacturer narrative:
It is confirmed that this device complies with all specification requirements, and the coating strength meets design standards. Based on the location of the femoral fracture and the direction of the crack lines, a corresponding relationship can be observed with the areas of coating delamination on the returned implant, it is concluded that the delamination was caused by the unexpected external force resulting from the patient's fall.

Event description:
A patient fell and subsequent bone fracture, a revision surgery was performed on (B)(6) 2023. The femoral stem loosening and delamination of the stem surface coating was observed during the surgery.